Event description:
It was reported that, during implant procedure this right atrial (ra) lead was an attempt due to high pacing thresholds, loss of capture and helix mechanical issues. The ra lead was initially placed at the atrium, but after several tries and measurements with the pacing system analyzer (psa) system, there were not good electrical measurements and loss of capture was also present. The physician tried to remove the ra lead by turning the helix with 20 rotations, but was unable to completely retract it. A different ra lead was successfully implanted with the acceptable electrical measurements. No adverse patient effects were reported.

Event description:
It was reported that, during implant procedure this right atrial (ra) lead was an attempt due to high pacing thresholds, loss of capture and helix mechanical issues. The ra lead was initially placed at the atrium, but after several tries and measurements with the pacing system analyzer (psa) system, there were not good electrical measurements and loss of capture was also present. The physician tried to remove the ra lead by turning the helix with 20 rotations, but was unable to completely retract it. A different ra lead was successfully implanted with the acceptable electrical measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the loss of capture and high threshold observations.